Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was recovering as expected. The explanted ipg will not be returned as it was disposed of by the hospital.

Manufacturer narrative:
Additional pro code: qrb.